Event description:
It was reported that the patients pump flipped every 2 months and would need to be revised. It was indicated that they tried using a mesh pouch. The device was now attached to her ribs" because the patient experienced problems when it was "attached to her stomach". The outcome of the patient was not provided. The drug delivered via pump as morphine.

Event description:
Additional information correction: the pump's serial number in this file pertains to this event and not the previously reported serial number of pump. Also it was reported that the patient had a lack of effect and the catheter was kinked. It was indicated that she was not getting the programmed dose and so the pump was revised and catheter removed. It was noted that the patient was currently doing well and receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, lot# l39974, implanted: 1996 (B)(6), explanted: 2000 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).